Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a fingerprint reader failure. A field service engineer powered off the machine and powered it back on, accessed the hardware testing application to complete the final test on the fingerprint reader, removed zip ties that were keeping the cable overly tight, and then had the customer successfully log in; the unit was rebooted and retested in the hardware testing application to verify proper operation. The system functioned as intended a field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the biometric identifier was reported to function inconsistently, with intermittent failures preventing reliable user authentication. However, there were no delays or adverse events or injuries reported based on this event.